Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reporter metallic looking flakes on a lens following intraocular lens (iol) insertion during a procedure. The surgeon attempted to polish the lens. It was then cut and removed through an enlarged incision. Additional sutures and miochol e were used. The lens was replaced.

Manufacturer narrative:
Product evaluation: the lens was returned. Viscoelastic and blood are observed on the lens. No metallic particles were observed. A large stutter scratch/scrape is observed on the posterior surface of the optic. This damage may have been interpreted at the reported complaint. Other large scraped areas were observed. The used qualified cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage observed. The cartridge was cleaned. To facilitate further testing. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The reported "metallic particles" were not observed. A large stutter scratch/scrape mark was observed. Due to the pattern of this damage, it may have been interpreted as the reported "metallic flakes". This type of damage has been reproduced with laboratory testing. The root cause was determined to be related to a lack of viscoelastic between the lens and the cartridge and rapid advancement of the lens. The returned cartridge exhibited an inadequate amount of viscoelastic. Top coat dye stain testing was acceptable. (B)(4).